Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the patient did not experience urinary retention before the device.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had noticed a slowness of urine. Patient said that when they go to the bathroom, they see a bright color of yellow and had less urine. Patient could not confirm if they had seen improvement on symptoms or not. Patient said, "it was just different". Reviewed therapy information and general programming guidance. Redirected to doctor if issue persists. Patient had not seen their healthcare provider since implant and did not have a scheduled appointment yet. Patient reported urinary symptoms. Additional information was received from a healthcare professional(hcp). The hcp reported that the patient was diagnosed with pre-op testing, urge incontinence, mixed incontinence, bilateral lower extremity edema and shortness of breath with medication.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.